Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, we are not able to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported, that a pt (age and gender unknown) underwent a therapeutic procedure for placement of a polyflex airway stent in 2006. Four months later, the pt reportedly expelled the stent (orally). The pt has not sustained any complications or adverse effect as a result of this issue. No form of intervention was required.